Manufacturer narrative:
Additional information: this publication did not distinguish whether the adverse events reported resulted from a monteris medical product. This submission is being made as a conservative approach in the event some or all of the adverse events reported resulted from a monteris medical product.

Manufacturer narrative:
Literature summary: the 2/10 mild neurological deficits, which were transient in 1 case. The 2/10 (1) surgical site infection, (1) pin site infection, 1/10 hydrocephalus.

Event description:
It was reported that following an ablation procedure the multiple patients experienced mild neurological deficits, infection and hydrocephalus. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.